Event description:
It was identified during bench testing that the mx40 1.4 ghz smart hopping device did not produce sound. The device was not in clinical use at the time the issue was discovered. No adverse event or harm was reported.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced no sound in the unit, but did produce sound using the testing tool (mt56060). Based on the information available and the testing conducted, the cause of the reported problem was a not related to a faulty speaker; the exact cause was not determined. The speaker and system board were both replaced. The device was operational after repairs were completed, and the device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.